Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) was at customer's site and found a defective bf wash probe. Fse confirmed the bottom plastic tubing of the probe was damaged not allowing probe tip to be attached. Fse replaced the bf probe and also aligned the sample needle that was found to be misaligned. Customer successfully completed quality control run. The aia-360 instrument is performing as expected; no further action was required by the fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under safety precautions, states the following. Always have servicing done by (B)(4) personnel. Attempts to disassemble, repair or modify the aia-360 yourself may result in electrical shocks and even fires. Contact your local (B)(4) representative. The most probable cause of the reported event was due to faulty bf wash probe.

Event description:
A customer reported that she observed that the wash probe tip was not in place on the aia-360 instrument. The customer attempted putting a new tip but was unsuccessful. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.